Event description:
It was reported that a cartridge alarm occurred, specifically cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to load a new cartridge while at work and was advised by technical support to contact them again from home to receive guidance on the cartridge loading steps. The customer was also instructed to call back if the issue persisted with the new cartridge.